Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with abdominovaginal vesical neck suspension, anterior and posterior repair and anterior and posterior colporrhaphy due to stress urinary incontinence, cystocele, urethral stenosis, rectocele, enterocele and pelvic organ prolapse. Following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, fistulae, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent a cysto, bilateral retrograde pyelogram on (B)(6) 2011 and a repair of colovaginal fistula, sigmoid colon resection, placement of xenograft, omental flap and rigid proctoscopy and colovaginal fistula on (B)(6) 2012. The patient underwent a closure of intravaginal fistula and closure of colostomy on (B)(6) 2012 re: intravaginal fistula and mesh was removed at the vaginal apex. It was reported that patient underwent a mesh revision on (B)(6) 2011 due to mesh exposure. It was reported that patient underwent a matristem device implant (mfg. Acell) on (B)(6) 2012 due to pelvic organ prolapse. The patient also underwent an explant on that date for intravaginal fistula. (B)(4).